Event description:
This is regarding the use of clear care by (B)(6). I had asked my husband to pick me up some contact multipurpose cleaning solution from (B)(6). I explained to him what exactly to look for and it didn't matter what brand it was and to buy the two pack value. He came home with the clear care two pack value product. I looked at the product and notice it was a brand that I had never used. The cardboard box design had all the right info on the front label: no rub solution, deep clean, removes dirt, etc. Everything you expect a contact solution to be. On the front of the box there is no warning label or labels displayed about the do's or don't regarding the use of this product. As a long term contact user, I went ahead opened the box, pulled out the bottle with no thoughts or concerns, unscrewed the cap and squeezed the solution directly onto the contact into the palm of my hand. Due to the lack and poor graphic package design, I inserted the contact into my right eye and felt an immediately excruciating on fire pain! I have never felt a pain like this before, my eye instantly turned red and watered up. I couldn't get my contact out fast enough and couldn't keep my eye open to remove and rinse out the harmful solution in my eye. The warning labels on the box and the bottle are very poor and have a lack hierarchy. This is a product that needs to have a high importance of warnings on the front of the box and on the bottle. From my view of being a graphic designer and learning the importance of grabbing consumer's attention, this products' labeling and package design was very poorly thought out and unsafe to consumers or better yet could be a potential long term medical condition to ones eye. My eye continues to burn after a few hours so far. If it worsens, I will seek medical attention. I have attached photos of the product that we had purchased. As you can see with the photos the information on the box and bottles is very misleading and not communicated well. Patient counseling provided: unknown. Reporter's recommendations: the company needs to a complete make-over on their product labels and package design. (B)(4).